Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device remains implanted.

Event description:
Healthcare professional reported, a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed, opening on valve bond edge side assessed, as unidentified (tear) opening. As per the investigation procedure: creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions. Additional, changed, and/or corrected data: h3, h6.